Manufacturer narrative:
On 2-16-09, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B) (6) 2009, inratio: 2.8, lab: 9.2, mean: 6.0, confidence limits: not within confidence limit. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The mean>5.0 and the difference between inr's is >2.2. Per internal procedure, the values are inaccurate and not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required. Meter associated with this complaint is not expected to be returned. No strip lot provided. No further investigation is possible at this time. Patient was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy."

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 2.8, lab: 9.2 (within half hour).